Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the physician noticed that the tip of a benchmark delivery catheter (benchmark) had become ovalized while attempting to advance into the introducer sheath. The damage to the benchmark occurred prior to use, and, therefore, the benchmark was not used in the procedure. The procedure was completed using a new benchmark.

Manufacturer narrative:
Results: the benchmark was ovalized approximately, 101.0 through 110.0 cm from the hub. The benchmark was kinked approximately 4.5, 15.0, 61.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed that the catheter was ovalized and kinked. If the peel-able sheath provided by penumbra is not used to protect the distal tip of catheter during advancement into another device, damage such as ovalization may occur. Further evaluation of the returned benchmark revealed that the catheter was kinked. These kinks were likely incidental and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.